Manufacturer narrative:
The device was returned for investigation. The event log was not available. A visual inspection and functional test were performed, and the reported failure was replicated. The pump was found to be displaying "1261" error code. Fluid ingression was identified on the pump causing the issue. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. The microprocessor unit board will be replaced. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1260 during testing. No patient injury was reported.